Event description:
It has been reported to philips that the allura system shut down after it was turned on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system couldn't boot up. The customer cancelled the service quote and the issue resolved by customer. No further information available regarding the reported issue as the customer cancelled the service request and no work performed by philips. The customer rebooted the system. After rebooting the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after system restart and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Device problem and evaluation method codes were corrected.